Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection. And the customer's complaint was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor experienced a no image issue event. The no image will glitch and it will have lines that come across the screen for a couple a minutes then it will go away. The event occurred during preparation for use. The procedure was completed with the same device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
Attempts to retrieve the device for evaluation are underway. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.